Event description:
No additional information.

Manufacturer narrative:
A mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 23085470. The customer reported that "missing sealing plugs found in needleless connectors during PICC outpatient medication changes". As part of the investigation, the customer provided photographs of the affected sample; analysis of the photographs confirmed the customer's experience where the piston was missing from the maxplus. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the maxplus is assembled by an automatic assembly machine which is capable of detecting any potential misassembled components, and subsequently automatically rejecting them. In this instance it is likely that the missing piston was caused by a failure of machine to insert the valve within the maxplus, and subsequent failure of the detection systems to detect and scrap the affected component. A review of the production records for lot 23085470 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. Furthermore, since manufacturing of the reported lot, new machinery with improved sensors have been introduced to reduce the likelihood of similar complaints in the future. A review of the customer feedback database indicates that reports of this nature against products in the mp1000 china product family are rare and have been occurring at a low frequency within the last 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd bd maxplus needleless connector was missing component the following information was received by the initial reporter with the following verbatim: missing sealing plugs found in needleless connectors during PICC outpatient medication changes.